Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator user interface module (uim) was blank but the led's were lit. There was no patient involvement associated with this event.